Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became stuck and triggered a button alarm. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer stated that insulin was unable to be resumed because the stuck button was depressed and plugged in for 30 seconds, which caused the pump to turn off. The customer's blood glucose level was 132 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.